Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not alerting properly. Additionally, the customer experienced a blood glucose (bg) level of 32 mg/dl. Customer consumed carbohydrates to address bg and reverted to alternate method of insulin therapy.